Manufacturer narrative:
(B)(4). The complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 4 of 5. Reference MFR report # 1627487-2016-03239, 1627487-2016-03237, 1627487-2016-03236, 1627487-2016-03186. It was reported the patient has an infection. As a result, surgical intervention may be undertaken as the next course of action to address the issue. Follow-up revealed the infection site is undetermined at this time.

Event description:
Device 4 of 5. Reference MFR report#1627487-2016-03239; reference MFR report#1627487-2016-03237; reference MFR report#1627487-2016-03236; reference MFR report#1627487-2016-03186 . Follow-up revealed surgical intervention took place at an unknown date wherein the scs system was explanted due to infection.